Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddles failed self test. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
Philips repair bench ordered a replacement patient connector assembly, however, there is a global part hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that the paddles failed self test.